Event description:
As reported, during replacement of a percutaneous transhepatic biliary drainage (ptcd) catheter, a straight fixed core wire guide became stuck in another manufacturer's drainage catheter and unraveled. Per the reporter, as the user attempted to force the wire through, the outer coil extended and became deformed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6) h3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 14mar2026. A new wire was inserted through the tract that had been formed by long-term drainage catheter placement, the drainage catheter was exchanged, and the procedure was completed successfully. Upon preliminary evaluation of the returned complaint device breakage in the coil of the device was noted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d9. Correction: h6, annex a. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.